Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 (mg/dl) that the customer addressed by consuming carbohydrates. Reportedly, the customer claimed that the low bg level was not caused by the pump or supplies; however, they did not provide the cause of the bg level.

Manufacturer narrative:
No functional testing was performed. Customer claimed that the device did not attribute to the low bg level.